Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause as follows: based on the information that the clv-180 did not respond when the front panel button was pressed, it is deemed likely that the problem was caused by failure of the main board due to deterioration related to the age of the device.

Manufacturer narrative:
Device has not been returned for evaluation. The customer¿s complaint of front panel switches not functioning was not confirmed. The device will not be returned to olympus as it is going to a third party repair facility. No findings available. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus during a preparation setup the device's display was not responding. It was observed that none of the front panel buttons were reacting when pressed. The intended bronchoscopy procedure was cancelled. The procedure was completed at another facility. There was no patient injury reported.